Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the rf (radio frequency) head no longer worked. The rf head was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed a fault with the rf (radio frequency) head; the rf head cable found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.